Manufacturer narrative:
(B)(4). Manufacture date unknown at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported smoke coming out of the s/5 am device. No patient involvement, the problem occurred during start-up tests prior to use.

Manufacturer narrative:
The root cause is undetermined since the s/5 am replaced parts (power supply and display board) were requested but were not available for investigation.